Manufacturer narrative:
MDR was filed on august 16, 2021. August 24, 2021 - additional information: the customer confirmed that the samples were centrifuged at 2200 rpm for 20 minutes. There was no additional processing of the samples. September 2, 2021 - investigation conclusion: two samples are resulting non-reproducibly reactive with atellica im cov2t lot 709011 and were non-reactive with an alternate method. The samples were repeated and resulted non-reactive. The initial results were generated on samples that were diluted with multi-diluent 2. Siemens reviewed sample handling. The samples were initially spun at 2200 rpm for 20 minutes. There was no additional handling between the initial and repeat testing. Siemens went onsite and observed the account was also diluting patient samples resulting >12.0 index.. Pre-analytic variables can affect the quality of the sample, and deviation from recommended best practices can lead to erroneous results. While there is insufficient information to determine the cause of the non-reproducible reactive results, siemens cannot rule out pre-analytical factors or sample specific issue. No product performance issue is observed. The customer is operational. No further action is needed.

Manufacturer narrative:
Calibrations and quality control, all performing adequately. The siemens technical application specialist (tas) found that the two patient samples were inadvertently inserted into a pre-programmed rack for diluted samples. Initial results were diluted with multidiluent 2 that was loaded on the instrument. Retests were performed undiluted. Siemens is investigating. The limitations section of the instructions for use states: "this assay should not be used to diagnose or exclude acute infection. Results are not intended to be used as the sole basis for patient management decisions. Test results should be interpreted in conjunction with clinical observations, patient history, epidemiological information, and other laboratory findings. A reactive test result does not exclude past or present infection by other coronaviruses, such as sars-cov-1, mers-cov, hku1, 229e, nl63, or oc43." A false positive/reactive result would not be used in isolation and would be correlated with clinical history. Additional laboratory testing would be used to determine specific antibody presence. Although there is no potential for serious injury in this case, an MDR will be reported to the FDA as a requirement of the emergency use authorization (eua).

Event description:
The customer obtained initial reactive atellica im sars-cov-2 total (cov2t) results for 2 patients that were considered discordant compared to non-reactive repeat results and non-reactive results obtained with an alternate test method. The initial reactive results were inadvertently diluted on-board. The repeat results were not diluted. Initial results were not reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant cov2t results.